Event description:
It was reported that patient presented in the or for a normal eri generator change. Fluoroscopy revealed externalized conductors on the rv lead. No electrical anomalies were detected. Patient was asymptomatic. Lead was capped and replaced after it was damaged while removing it out of the device header.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.